Event description:
It was reported that the patient underwent a tlif using rhbmp-2/acs and a peek vertebral body spacer. Approximately 4 weeks post-op, the patient began complaining of radiculopathy, and the surgeon noted an encapsulated fluid collection that extended down to the interbody device, which was subsequently drained via CT guided needle aspiration.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.